Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not emit tones upon magnet application. The patient has been receiving regular radiation therapy.